Manufacturer narrative:
Investigation summary: a mz1000 china sample was not available for investigation of this feedback; however the customer indicates that leakage was identified during preparation of the device at the connection to a pre-filled syringe from unknown origin. The connecting syringe product was not returned to assist the investigation. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065893 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product. Root cause description: DHR for the involved lot number: pr: (B)(4), lot: 19065893, model: mz1000 china, qty: (B)(4), qn/deviation: none, MFR date: 11-jun-19.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, when the oncology a09 nurse was preparing the injection tube for the patient at the infusion port, she used the prefilled syringe to inject the connector into the tube, and she found that there was leakage at the edge of the connector. So the nurse immediately replaced the connector with a new one. At the same time, she explained to the patient and obtained understanding and cooperation.